Event description:
A 2.0mm x 15mm nc sprinter rx dilatation balloon catheter was used to dilate an om lesion. The lesion morphology was reported to be severely calcified with 80-90% stenosis. The physician inserted a device to the lesion site and upon the first inflation at 20 atms; the balloon burst (MFR report# 2953200200700570). A second device was inserted and inflated to 20atms; the balloon burst (MFR report# 2953200200700571). A ncsp2015x was inserted and inflated to 20atms; the balloon burst. The third device was inserted to the lesion site and inflated to 18 atms; the balloon burst MFR report# 2953200200700573). Another MFR's high pressure balloon was used to successfully complete the case. No additional clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. There was small tear located distal to the proximal marker band. There were no scratches noted on the ballon near the leak site. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.